Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented via remote merlin.net transmission, non- sustained right ventricular oversensing episode was observed. After analyzing the episode, it was determined that the device was oversensing myopotential signals. The patient was unable to come for the clinic visit immediately and the recommended programming changes were not made. The patient was stable.